Manufacturer narrative:
A sample was provided for investigation. An interfering factor against a component of the reagent was identified. This interference is addressed in the package insert. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient from the cobas 6000 e 601 module serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. The customer performed repeat testing on an architect analyzer. Also, the patient¿s sample was submitted for investigation and was tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the tsh assay.